Manufacturer narrative:
The aquabeam handpiece was not returned for investigation as it was disposed of at the user facility. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam handpiece / lot number 22c00981 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup states: while supporting the aquabeam handpiece, gently grip the middle of the semi-rigid section of the aquabeam scope and partially insert through the clear rubber seal on the bottom of the aquabeam handpiece. Hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. An audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Confirm the aquabeam scope is fully engaged by advancing and retracting the scope proximal key and observing the scope tube tip moving in concert with the aquabeam scope. Scope disassembly: 11.2.21 aquabeam robotic system disassembly: retract the scope carriage to the proximal end to remove the aquabeam scope from the aquabeam handpiece. Simultaneously depress the tab at the bottom of the aquabeam handpiece and push the scope carriage off the track. Rotate the scope proximal key adapter until grooves are perpendicular to the aquabeam handpiece track. Holding the aquabeam handpiece scope tube tip, rotate the scope proximal key adaptor about 30 degrees clockwise and counterclockwise while pulling the aquabeam scope out of the aquabeam handpiece. The root cause of the reported event could not be established as the handpiece was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural setup, and while the patient was already under anesthesia, it was noticed that the aquabeam handpiece tab was depressed. The handpiece was replaced with a new handpiece unit and the procedure was continued through successful completion. The reported event caused a surgical procedural delay of over 20 minutes. No adverse health consequences were reported with the patient due to this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.